Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. One patient alert for lead failure predictor occurred on (B)(6)-2013. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6)-2013. Daily pace lead trend data shows an increase for ventricular pacing bipolar impedance of 551 to 4047 ohms range between (B)(6)-2012 and (B)(6)-2013. Two ventricular non-sustained tachycardia episodes of 215 milliseconds occurred on (B)(6)-2013. Eight ventricular fibrillation (vf) episodes of less than or equal to 210 milliseconds average ventricular cycle occurred between (B)(6)-2013. Ventricular short interval counts (v-sic) of 5276 counts occurred in 4.15 days between (B)(6)-2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an apparent fracture. The lead experienced high, out of range impedance and oversensing. The lead was capped and replaced. The patient received inappropriate therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.